Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument always displayed ¿need to reduce tool head pressure.¿ use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. The reported issue with the instrument could not be replicated nor confirmed. The instrument was connected to the in-house generator system and passed self-test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. Additional observation not reported by site: the instrument was found to have a blade broken near the base. The broken blade was confirmed by fa. A piece approximately 0.083" x 0.435" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations and cracks, which then result in broken blades).